Event description:
Literature: wang x, chang c, geng n, et al. Long-term effects of bilateral deep brain stimulation of the subthalamic nucleus on depression in pts with parkinson's disease. Parkinsonism relat disord. 2009; 15(8):587-91. Summary: this article presents a study of 27 matched pairs with a stn-dbs group and a medication only control group to study the long-term effects of deep brain stimulation (dbs) of the bilateral subthalamic nucleus on depression in pts with parkinson's disease and discuss possible mechanism. Dbs pts were evaluated for both motor and depression at one month preoperatively, then 5 weeks, 3, 6, 12, and 18 months postoperatively. Controls were first evaluated when they enrolled, then continued at the same intervals as the dbs group. Reportable event: it was reported that depression was made worse as the mean value of bilateral voltages increased.